Event description:
The customer reported a motor error alarm on the insulin pump, and cracks on the device also. The customer recalled dropping the insulin pump, which caused cracks. There was no significant event reported leading up to the motor error alarm. The customer's blood glucose value was 212 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)